Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a short study. The recorder worked correctly during the previous procedure. A repeat procedure was necessary scheduled ion a different day. There was no patient or user harm.

Manufacturer narrative:
This product is not sold in us and is 510(k) exempt. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a short study. The recorder worked correctly during the previous procedure. A repeat procedure was necessary scheduled ion a different day. There was no patient or user harm.